Event description:
A female underwent aaa repair in 2007. The pt's anatomical form was suitable for endovascular aaa repair and the procedure went as labeled. Fluoroscopy during the procedure, to place a zenith aaa endovascular graft noted the presence of what was thought to be a proximal type I or type ii endoleak. The proximal neck was reballooned, but the leak persisted. Another manufacturer's stent was placed and the leak was resolved. The final angiogram also noted a reduction of blood flow through the left renal artery. Another manufacturer's stent was placed in the renal and flow was restored 1820334-2007-00099. At a follow- up (about 6 months after zenith placement), a stenosis of the left external iliac artery was confirmed (patency rate is approx 50%). Another manufacturer's stent was placed to treat the stenosis approx nine months later. Then the stenosis site was ballooned with another manufacturer's balloon (8atm). The stenosis was resolved. At a follow-up, in 2008, it was found that the pt condition had no problem.

Manufacturer narrative:
Zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indication for use, contraindications, warnings & precautions, and the correct deployment procedure. Without films or images a definitive cause cannot be reported at this time. Based on the provided event description, it is unclear if the stent graft was a contributing factor to the stenosis as it appears the placement of the graft and the left external iliac are in two separate locations. If add'l info is received that contradicts this assessment, the case will be reopened and investigated appropriately. As noted in the file, this follow-up was performed and addressed 6 months from the initial procedure (2007). It is unk at this time why cook inc. Was not made aware until 2009. We will continue to monitor for similar complaints. If add'l info is received regarding this case, and a failure mode with the device is identified, then case will be investigated.